Event description:
Cracked hinge. Bezel assembly-lower hinge crack, door latch assembly-sear crack, case rear-crack, case front-corrosion, ail sensor assembly-contamination and iui-damage. There was no patient involvement. On (B)(6) 2018 12:13:19 (B)(6). Npi not confirmed. Unit received unexpectedly. No tracking number found. Please note: unit will not be marked received/prcd until npi is confirmed and additional information is received/ confirmed by customer as unit was received without it. On (B)(6) 2018 14:16:46 (B)(6). Po for (B)(4) approved by (B)(6). Shipping & billing address confirmed. Npi. On (B)(6) 2018 09:24:25 (B)(6) estimate mjr waiting for approval. On (B)(6) 2018 09:56:01 (B)(6). Customer called to check status, said to contact cc holder: (B)(6). On(B)(6) 2018. (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).